Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-07-08. H.6. Investigation summary. One sample was received for evaluation. It came in an opened packaging blister. A visual inspection was performed with a 10x magnifier lens. It has embedded degraded resin in three different spots. Two photos were provided. They show the sample that was received with the embedded degraded resin. The root cause is attributed to the syringe molding process. The embedded degraded resin in the barrel wall can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. Inspections at the molding and assembly processes have special attention to these defects. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches.

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 309653 batch no: 0079849. It was reported a particle inside the syringe and it is clear with some brown spots.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd 60ml syringe luer-lok¿ tip had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 309653 batch no: 0079849. It was reported a particle inside the syringe and it is clear with some brown spots.